Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 3.5 inr. Qc 2: 3.4 inr. Qc 3: 3.4 inr. Specified target range 3.0-3.8 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Relevant retention test strips (lot 322642) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The meter serial number was (B)(4). Medwatch fields d4, d10, and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from a coaguchek inrange meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 4.0 inr and the result from the laboratory was 2.6 inr. There was no allegation of an adverse event.